Manufacturer narrative:
Follow-up # 1 ¿ (06/12/2015). The patient¿s meter has been returned on 5/18/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/07/2015). The patient¿s test strips have been returned on 5/21/2015 and evaluated by lifescan product analysis on 6/19/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on an unspecified time before the alleged issue began, he had developed symptoms of ¿pricking in his nose and his spittle changed¿ which he associates with low blood glucose. The patient alleged inaccuracy began on (B)(6) 2015; 12:25pm when he obtained a result of 139mg/dl on the subject meter compared 83mg/dl on his other verio iq meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes by self-adjusting doses of insulin and made no change to his usual diabetes management routine as a result of the alleged product issue. On (B)(6) 2015; 12:30pm, the patient reported that he self-treated with food and/or drink. The patient was unsure what was in the injection but reported feeling better afterwards. At the time of troubleshooting, the csr determined that the correct unit of measure, approved sample site and testing steps were used at the time of testing. The test strip vial was intact, the test strips were had been stored properly and did not exceed their expiry date. Csr also noted that the patient did not have control solution to walk through a test. Replacement products have been sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.